Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. The battery of this s-ICD was suspected to be depleting prematurely and a battery depletion code was emitted. Boston scientific technical services (ts) consultant offered to do analysis if the field representative sends in session files. Ts also recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported.